Event description:
Boston scientific received information that this right ventricular lead displayed an intermittent loss of capture and increased in pacing thresholds. The device was then programmed to 5v but intermittent capture was still noted. The patient also reported history of falling. In addition, the results of anterior posterior view of chest x-ray at implant was noticeably different from chest x-ray now. However, the physician believed it was loc due to exit block. The lead was repositioned successfully and yielded a good lead diagnostics. The rv pacing threshold post revision was stable. Additional information states that the event did not result to asystole greater than 2 seconds. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.